Event description:
It was reported that the patient fell down, but was not suspected to be caused by patient¿s devices. One day after the fall, out of range impedance measurements and high capture thresholds were observed on the ra lead. Lead fracture was suspected. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017 with no adverse consequences to the patient. The patient was stable before, during and after the successful procedure.

Event description:
Additional information received indicated that the lead impedance was greater than the upper limit. Patient notification was delivered.